Event description:
Patient was implanted for treatment depression. Reporter indicated that during intraoperative testing of a vns therapy system at the time of initial implant, patient experienced a 5-10 second episode of asytole, requiring atropine glycopyrrolate. Heart rate returned to normal. Lead electrodes were checked to ensure proper positioning. Surgeon did not believe placement of lead electrodes in relation to cardiac branches was a factor in the event. During repeat testing, patient experienced 15-20 second episodes of asystole, requiring chest compressions. Surgeon subsequently explanted the vns therapy system. Patient discharged in good condition. Hospital stay was not prolonged.

Manufacturer narrative:
Product analysis results will only be reported if a device malfunction is noted, that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Vns therapy system labeling lists heart rate/rhythm changes as a potential adverse event, possibly associated with surgery or stimulation. The safety of this therapy has not been systematically established for patients experiencing bradycardia or asystole during vns therapy system implantation.